Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10035, reference MFR report: 1627487-2015-10036. It was reported the patient was not receiving effective stimulation and requested to have her scs system removed. The patient underwent surgical intervention where her entire scs system was explanted. The patient had two pns (peripheral nerve stimulation) leads (device 2 and 3; off label use).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.